Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short. Customer reported to have received excessive bad batteries. Customer reported to have changed batteries four times in fifteen minutes and then batteries. During troubleshooting customer advised that battery compartment was not damaged and battery contact was cleaned and issue still persist. Customer was advised that insulin pump would be replaced.